Event description:
It was reported that the patient presented to the hospital for an unrelated procedure on( B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.